Event description:
It was reported that a patient began experiencing seizures every 3 minutes, according to the patient's mother. The patient was given previously prescribed clonazepam by his mother. The patient was in the ramp-up phase of his therapy and was titrating up every day. It was also reported that the patient received ablation on the day he was implanted, although it is unknown if this occurred before or after implant. No additional information has been received to date.